Event description:
Prior to an implant, the icm could not be interrogated. The physician chose another device and implanted it without any issues.

Manufacturer narrative:
The reported event of loss of communication was confirmed. The device could not communicate due to low battery voltage. Based on default parameter settings, the device did not perform to the expected longevity. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be determined.